Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was vibration anomaly. The customer¿s blood glucose level was unknown. The customer stated that the pump was fallen on the floor and then the vibration stopped working. The customer reported that they performed self test and the pump didn't vibrate during vibration test. The customer was advised that the pump needs to be replaced. The insulin pump will not be returned for analysis.